Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A field service engineer (fse) observed that main drawer 1.2 was not opening. After performing an initial test using the hardware test application (hta), the issue persisted. The field service engineer replaced drawer board, controller module, hard stop assembly, latch position sensor, and half-height inseparable magnet. To further diagnose the problem, the fse opened the back panel and conducted a physical inspection. During the inspection, the fse discovered that the solenoid cable was loose. The fse securely reseated the cable connection and then retested the drawer functionality using hta. The test passed, confirming that the issue had been resolved. The customer verified the functionality, and it was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.